Manufacturer narrative:
Visual inspection performed on the returned device revealed that the probe broke 16 mm from the tip. There were scratches around the broken part of the probe and some of the probe coating had peeled off. Upon observation of the fractured surface of the probe, it was found that the fracture progressed from the scratch on the probe. The investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Event description:
It was reported that the ultrasonic surgical device probe broke and fell into the patient during a total laparoscopic hysterectomy. The fallen piece was retrieved using forceps and the procedure was completed thereafter with a similar device without any delay. At the time of the incident, the device was set to seal/cut 1, seal 3 mode with intelligent tissue monitoring on. The device was inspected prior to use with no issues noted. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and past investigation results, it is likely the probe broke which led to recovery of the subject device occurred due to one of the following mechanisms. 1)during the output activation in seal & cut mode, the probe was contacting hard tissue, metal objects or surgical instruments. 2)scratches were generated on the probe. Also, the probe coating was peeled off. 3)a force to activate the output in seal & cut mode, or a force to grasp the tissue was applied to the probe. Therefore, cracks were generated at the scratched area. 4)a force was applied to the probe causing it to break. However, a specific root cause of the reported event could not be identified. The event can be prevented by following the instructions for use which state: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." "If the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure." Olympus will continue to monitor field performance for this device.